Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed. Insulin delivery was not suspended. Customer reported blood glucose value of 114 mg/dl. Customer reported sensor glucose value of 67 mg/dl. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. Customer did not like to review site selection, taping, insertion and calibrations which were common factors contributing to sensor glucose and blood glucose discrepancies. No harm requiring medical intervention was reported. The customer will discontinue to use the sensor. Mmt-7040ma was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed with low isig readings and failed eis 1024 hz. Placed sensor under the microscope and found gold trace damaged (cracks). See attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was confirmed. Sensor failed with low isig readings and eis 1024 hz. Found sensor with physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.